Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a broken needle. The sensor was inserted into the abdomen on (B)(6) 2018. Patient¿s husband experienced difficulty removing applicator barrel from sensor pod. Upon removal of applicator, sensor wire came out with applicator and needle was not seen. Patient went to urgent care where an x-ray was performed which confirmed that the needle was not left inside the body. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.